Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their main battery is wearing down. Patient stated 2 weeks ago they looked at the battery and it said there was more than 3 years remaining on the battery, but now it says there is more than 2 years remaining. Patient reported they think something is draining the battery or the battery has a fault. Patient provided event date as they checked it pretty close to the surgery date, and it was 3 years and that kind of caught their attention because patient stated they thought it should be 4 years or 5 years. So patient stated event date was "real close to the surgery date". Reviewed implant battery information. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they will need to find a new neurologist now due to insurance reasons. Patient inquired if they could talk with the manufacturer representative (rep) about this as patient stated they have worked with this rep since getting implant. Redirected patient to hcp/rep to discuss.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.